Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. The distal tip was slightly flared. The mid portion of the stent had raised and deformed struts. (B)(4).

Event description:
The physician intended to use a resolute integrity rx stent to treat a lesion in the proximal cx with severe tortuosity, moderate calcification and 95% stenosis. The resolute integrity device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Resistance was encountered advancing the device and excessive force was used during delivery. It was reported that stent deformation occurred during positioning. The procedure was completed with a shorter stent (2.50x22mm). No patient injury reported.